Manufacturer narrative:
D6a. Implant date: implant year 2018 was reported, however exact date and month are unknown. Therefore, estimated date (B)(6) 2018 has been selected.

Event description:
It was reported that this inflatable penile prosthesis was unable to inflate. Upon dissection, it was discovered that there was air in the bulb. Upon testing, each tubing per cylinder inflated with zero leaking. This indicated that the issue was with the pump which was visibly half empty. All the components were removed and replaced. No patient complications were reported.